Manufacturer narrative:
The manufacturer was notified of an additional x clamp time of approximately 20 minutes for this failure to event, as further clarification on this additional time is not available the manufacturer is reporting in a conservative manner. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device discarded by hospital.

Event description:
On (B)(6) 2017 the physician implanted a perceval valve size 27mm, during the procedure the physician observed the patient's anatomy was not suitable for a perceval implant due to the valsalva sinus, the ring was enlarged. The surgeon immediately explanted the perceval valve before suturing the aortotomy. An edwards magna was implanted (size unknown). The failure to implant resulted in an additional x clamp time of approximately 20 minutes.

Manufacturer narrative:
No further information will be provided to the manufacturer by the physician regarding this event.